Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that when the patient lies in certain positions there is no capture in the left ventricular lead. The lead also has high threshold. The patient is undergoing laser therapy for larynx stenosis and the physician suspects that this may be affecting the thresholds. The lead also appears to have been implanted after the use by date. The lead remains implanted. The patient is a participant in the panorama study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.